Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.00 flextome cutting balloon monorail was used to dilate the target lesion. During the procedure, upon second inflation, it was noted that the balloon ruptured at 10atm. The balloon was removed from the patient completely. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.